Event description:
Event description guidant received information that the implantable cardioverter defibrillator (ICD) undersensed the patient's ventricular tachycardia as a result of farfield oversensing. The device remains implanted pending reprogramming of the lower rate limit.